Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description. It was reported that on (B)(6) 2020, a customer complaint related to a completed anterior cervical fusion surgery without success. While inserting a zero pva implant peek spacer separated from the plate and also, while inserting a screw, the screw wasn't able to be locked in. The spacer and screw were removed and another implant of the same size was used. The surgery was completed successfully without further incident or patient complication but surgeon was concerned of a possible product issue. It is unknown if there was a surgical delay. This complaint involves two (2) devices.

Manufacturer narrative:
This report is for an unknown zero-p va plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an anterior cervical fusion surgery, while inserting a zero-p va implant, the peek spacer separated from the plate. Also while inserting a screw, the screw wasn't able to be locked in. The spacer and screw was removed and another implant of the same size was used.the surgery was completed successfully without further incident or patient complication. Patient is doing fine. This report is for one (1) zero-p va plate. This is report 1 of 2 for (B)(4).